Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4 and large flail gap. A steerable guide catheter (sgc) and mitraclip xtw were inserted without issues. The mitraclip xtw was placed on the valve. However, after removing the lock line and during the second establishing final arm angle (efaa) test, a pop was felt in the sgc and the clip continuously opened from less than 60 degrees to over 60 degrees. To stabilize the clip, an additional clip was implanted. However, while removing the clip delivery system (cds) and sgc from the patient, a loss of fluid column occurred. Air was noted in the device. The procedure was completed, and the mr was reduced to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported unintended movement of clip open during efaa and clip open while locked. The reported unexpected medical intervention was a result of case-specific circumstance as another clip was implanted to stabilize the reported clip. There is no indication of a product issue with respect to manufacture, design or labeling.